Event description:
I have been using amo complete moisture plus eye solution for about 2 yrs. I had a bad eye infection in 2007, thought it was pink eye. I went to my family practitioner and was prescribed with an eye drop called tobramycin made by bausch & lomb. I will go to my eye dr this week to ensure that I do not have the eye infection acanthamoeba keratitis, and I am not wearing my current contacts anymore.